Manufacturer narrative:
(B)(4). Concomitant medical devices: oxf twin-peg cmntd fem lg PMA; item# 161470; lot# unknown, oxf anat brg lt lg size 4 PMA; item# 159555; lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00474, 3002806535-2022-00475. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty and approximately five years later a revision surgery was performed due to pain. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. . No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.